Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter received a questionable glucose result with accu-chek inform ii meter serial number (B)(4). The result from the meter at 5:07 p.m. Was 35 mg/dl. The result from the meter at 5:09 p.m. Was 106 mg/dl. Both levels of controls had passed within 24 hours.